Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and insulin pump exposed to fluid. Customer's blood glucose level was 475 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for insulin pump exposed to fluid was performed. Customer advised there was fluid inside the reservoir compartment. Customer was advised to dry the reservoir compartment. Customer performed the self-test and passed. Customer was advised to change out their infusion set and reservoir. Customer was advised to monitor the insulin pump and declined to troubleshoot for high blood glucose levels.